Manufacturer narrative:
The reported events of sensing noise and mode switch were not confirmed. The device was received with normal output and normal telemetry communication. Functional testing of the device did not find any anomalies. Visual inspection of the header attachment area detected an anomaly. Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and the battery was found at normal levels. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.¿

Event description:
It was reported that during a hospital stay after the patient was involved in a car accident, noise resulting in oversensing and inappropriate automatic mode switch (ams) were observed on the device and was present before the accident. Noise was reproduced when applying pressure to the device. The device was explanted and replaced to resolve event. The patient was stable.